Event description:
While attempting to monitor a pt using electorde pads, the device displayed an "ECG lead off" message. The user changed electrode pads, however the device displayed an "ECG leads off" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.